Manufacturer narrative:
The device has not yet been returned to the manufacturer. The lot number was provided and the device history records are being reviewed.the investigation is currently underway.

Event description:
It was reported that during treatment of an aneurysm the coil detached prematurely. Both the coil and pusher were returned to manufacturer. There was no reported patient injury and the current patient status is reported to be "fine."